Event description:
Pt stated that over the last 3-4 weeks (exact dates unknown) 2 of the IV pre-mix treprostinil cassettes (lot numbers unknown) kept alarming the pump (serial number unknown) for high pressure. Pt switched to back up cassettes without any issues, no harm to pt. Pt reports no problems with pumps, only with the 2 cassettes. No stop in therapy. Pt does have 1 cassette available for return but the other cassette was disposed of. No side effects reported. No further info, details or dates available. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available for investigation? No. It was discarded. Did we [MFR] replace cassette? Yes. Did the patient have additional cassettes they were able to switch to? Yes, if yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved, resolved? Yes, ongoing? No. Reported to cvs/caremark by: patient/caregiver.